Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® tapered implant (bopt5411) was returned for investigation. Visual evaluation of the as returned product identified signs of wear around the external threads and hex due to usage. The device could not be functionally tested for the reported failure (bone fracture). Pre-existing condition noted on the per was high bone density ¿ type I. The device was being placed on tooth # 13 (fdi) when the incident occurred. X-ray or picture images were not provided and no other information was provided. Device history record (DHR) review for the lot (2019080634) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2019080634) and no similar event or complaint was found. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that after removing the radicular remaining of the tooth site #13, the implant bopt5411 was placed, however the vestibular bone fractured and the implant was removed. The site was grafted and an additional appointment will be required to place a new implant.